Event description:
A site rep reported the exam orientation was incorrect after scan is loaded while in an ent case. The surgeon rotated the 3d model and attempted to pointmerge registration but the points displayed on the opposite site of the pt. The surgeon opted to complete the case without the use of navigation. There was no impact on the pt outcome.

Manufacturer narrative:
Investigation of the returned device is in progress.